Event description:
It was reported that this implantable lead came loose a day after implant as confirmed via x-ray. This lead was reattached and remains in service. No additional adverse patient effects were reported.